Event description:
The customer reported that the system displayed a corrupt software error. This error may cause the system lock up or not to boot. There is no report of injury or death associated with the event describe in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power cord was replaced. The hard drive and the software were installed during the service call. The system was tested and found to be working as intended and returned to service.